Event description:
There was an allegation of a questionable sodium electrode result from the cobas 8000 ise 900 module for 1 patient. The initial result was 143 mmol/l, and the repeat result on another cobas 8000 was 133 mmol/l. The customer reported that the controls were out of range, and the sample results were all elevated and were repeated on the other cobas 8000. The repeat result was deemed to be correct.

Manufacturer narrative:
The sodium electrode reagent lot number and expiration date were not provided. The investigation is ongoing.